Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure (batch no. 886674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety in 2009. Previously administered products included for an unreported indication: folic acid in january 2019, plaquenil in january 2019, depo-provera from january 2009 to december 2010, meloxicam, methotrexate and prednisone. Concomitant products included fluconazole (diflucan) and ondansetron (zofran melt) from february 2012 to april 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headache"). On (B)(6) 2013, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In january 2016, the patient experienced autoimmune thyroid disorder ("autoimmune disorder type of disorder:thyroid"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), back pain ("back pain") and rheumatoid arthritis ("rheumatoid arthritis"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the autoimmune thyroid disorder, metrorrhagia, fungal infection, migraine, nausea, dyspareunia, back pain, headache and rheumatoid arthritis outcome was unknown. The reporter considered autoimmune thyroid disorder, back pain, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- autoimmune. Trailing coil : left 3, right ¿ 2. Patient recommended removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via plaintiff fact sheet: dysmenorrhoea, nausea, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: pfs received. Case category updated to serious incident. Reporter's information added. Event: rheumatoid arthritis added. Event outcome were updated of events bleeding, dysmenorrhea, pain. Follow up 8 and 9 processed together. On 17-dec-2020: pfs received. Event onset date added, other relevant history, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. 886674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety in 2009. Previously administered products included for an unreported indication: folic acid in (B)(6) 2019, plaquenil in (B)(6) 2019, depo-provera from (B)(6) 2009 to (B)(6) 2010, meloxicam, methotrexate and prednisone. Concurrent conditions included rheumatoid arthritis, pelvic congestion syndrome, cervicitis and nabothian cyst. Concomitant products included fluconazole (diflucan) and ondansetron (zofran melt) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headache"). On (B)(6) 2013, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In (B)(6) 2016, the patient experienced autoimmune thyroid disorder ("autoimmune disorder type of disorder:thyroid"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), back pain ("back pain") and rheumatoid arthritis ("rheumatoid arthritis"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the autoimmune thyroid disorder, metrorrhagia, fungal infection, migraine, nausea, dyspareunia, back pain, headache and rheumatoid arthritis outcome was unknown. The reporter considered autoimmune thyroid disorder, back pain, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- autoimmune. Trailing coil : left 3, right ¿ 2. Patient recommended removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were reported via plaintiff fact sheet: dysmenorrhoea, nausea, back pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia lot number: 886674 manufacture date:2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a left sided essure device is not seen') and pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. 886674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety in 2009, syncope in 2009, rheumatoid arthritis in 2009, chronic fatigue in 2009, sinusitis in 2009, dysmenorrhea, hypertrophy of uterus, vasovagal attack, follicular cyst of ovary and pelvic congestion syndrome. Previously administered products included for an unreported indication: folic acid in (B)(6) 2019, plaquenil in (B)(6) 2019, depo-provera from (B)(6) 2009 to (B)(6) 2010, cefazolin, lactated ringers, ferrous gluconate, hydroxychloroquine, prednisone, prednisone, methotrexate and meloxicam. Concurrent conditions included rheumatoid arthritis, pelvic congestion syndrome, cervicitis, nabothian cyst, knee pain, pain in hip, nausea, diarrhea, uti, weight gain and low back pain. Concomitant products included fluconazole (diflucan) and ondansetron (zofran melt) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headache"). On (B)(6) 2013, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In (B)(6) 2016, the patient experienced autoimmune thyroid disorder ("autoimmune disorder type of disorder:thyroid"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), back pain ("back pain") and rheumatoid arthritis ("rheumatoid arthritis"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, autoimmune thyroid disorder, metrorrhagia, fungal infection, migraine, nausea, dyspareunia, back pain, headache and rheumatoid arthritis outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered autoimmune thyroid disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- autoimmune. Trailing coil : left 3, right ¿ 2. Patient recommended removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6): total bilateral occlusion.. Ultrasound doppler - on an unknown date: a left sided essure device is not seen. Concerning the injuries reported in this case, the following ones were reported via plaintiff fact sheet: dysmenorrhoea, nausea, back pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Lot number: 886674, manufacture date:2011-08, expiration date: 2014-08. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: mr received. Reporter information, patient medical history added. Event: a left sided essure device is not seen added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.